Manufacturer narrative:
Corrected data: upon further review it was determined that section h6 type of investigation in the initial report was inadvertently provided. The correct code is 4114. Therefore, this supplemental report is being submitted to provide the correct data. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer encountered a vertical gas breakthrough (vgb) on the second eye oculus sinister os (left eye) in the final 5 seconds of the femtosecond laser flap procedure. Consequently, the surgeon was unable to fully lift the flap and did not proceed with the excimer treatment on the left eye. A bandage contact lens was applied to the left eye for one day, and the surgeon plans to perform a surface ablation at a later date to complete the excimer treatment. The treatment on the oculus dexter od (right eye) was completed as expected. On 1 day post-op, customer reported that the patient is doing well in both eyes, with the treated right eye achieving 20/15 vision and the left eye maintaining its best corrected visual acuity without any loss of lines.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the laser system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the laser system is not an implantable device. Section h3: the clinical application specialist was onsite and performed an upgrade. The system was performing to specification. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.